Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug device used to treat the patient. The patient's attorney alleges the patient underwent surgery on (B)(6) 2016 for "recurrent inguinal hernia and complications associated with his previously placed hernia mesh"; however, no medical records have been provided. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. On (B)(6) 2016: the patient underwent surgery for recurrent inguinal hernia and complications associated with his preciously placed hernia mesh. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol perfix plug. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. (B)(6) 2016: the patient underwent surgery for recurrent inguinal hernia and complications associated with his preciously placed hernia mesh. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol perfix plug. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information: (B)(6) 2015 - patient was diagnosed with indirect right inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿cord lipoma and a small size indirect hernia sac was found. Hernia sac was dissected and reduced. A small-size perfix plug was placed inside the deep inguinal orifice with stitches to the hernia ring to avoid migration and then applied keyhole mesh (perfix plug) to reinforce the posterior wall of the inguinal canal attaching the mesh to the cooper ligament and the conjoint tendon with suture and then attached the mesh to the cooper ligament and the inguinal ligament with an suture and passed the spermatic cord to the keyhole then closed the mesh above with stitches.¿ (B)(6) 2016 - patient was diagnosed with recurrent hernia, groin lump, inguinal lymphadenopathy. (B)(6) 2016 - patient was diagnosed with recurrent right inguinal hernia, pain thereby underwent robotic assisted repair with the implant of synthetic mesh. Per operative notes, ¿small opening next to the cord represent the recurrent hernia and the fatty content going in and out the hernia sac. The fatty hernia was reduced back into the peritoneal cavity. A synthetic mesh was attached and deploy over the cooper ligament and then all the way laterally over the muscle. The mesh was deployed to cover the whole posterior wall of the inguinal canal covering the hernia defect and peritoneal flap was closed with suture.¿ (note: there was no mention/visualization of perfix plug in this procedure). Attorney alleged that the patient had pain, hernia recurrence, bulging at site of hernia repair and nerve pain from scar tissue at incision site.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug device used to treat the patient. The patient's attorney alleges the patient underwent surgery on (B)(6) 2016 for "recurrent inguinal hernia and complications associated with his previously placed hernia mesh"; however, no medical records have been provided. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 7 months post implant of perfix plug, patient was diagnosed with hernia recurrence and pain thereby underwent repair. The instructions-for-use supplied with the device lists hernia recurrence as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jan-2015) is considered to be a best estimate. Updated fields: a2, b4, b5, b7, d4, e3, g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.